Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the pump was experiencing an intermittent power issue. The battery compartment was reportedly cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
A review of the pump black box revealed no unexplained pump reboots. The power rebooting was not duplicated during the investigation. The pump was run on a 24 hours basal program using the returned battery cap with no intermittent power or reboots occurring. The pump was opened and there were no defects found on the power circuit. There was no moisture found internally. There was no damage observed to the returned battery cap and it was able to securely attach to the pump. The battery compartment was found to be cracked on the side from the threads traveling down along the side of the pump toward the case seal and below the bumper at the case seal. The battery cap contacts were within specifications. (B)(4).